Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the header and the lateral edge of the device erosion was observed. The patient was frail with thin skin and had mastectomy and radiation treatment before. The device system was explanted on the left side. A new device system was implanted on the right side since the patient was pacemaker dependent. The patient was stable before, during and after the procedure.